Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07sep2020. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal failure, and hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient expired due to multi-system organ failure (msof) on (B)(6) 2021. No additional information was provided. Privacy laws prohibit the customer from discussing the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.